Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0218475813 serial# implanted: 2020-(B)(6) explanted: 2021-(B)(6) product type catheter h3: the catheter was received in three segments, which consisted of the sutureless connector (sc) with the proximal segment and pin connector, a section of the distal segment with the anchor still attached, and another separate section of the distal segment. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a kink in the catheter body. Analysis also determined the anchor was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8780, lot#: 0218475813, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient receiving baclofen via an implantable infusion pump. It was reported that a catheter revision was planned for (B)(6) 2021 because during a catheter study they were unable to withdraw csf, and so they could not proceed. It was indicated that the patient experienced an increase in spasticity as a result of the event. It was further explained that the catheter was access on (B)(6) 2021, following increasing dystonia and pain, though it was noted that the patient was not in clinical withdrawal. They were unable to obtain csf or visualize a problem on the x-ray, but it was noted that there was a fluid collection at the area of the catheter connection to the pump. Additional information received indicated that the catheter was explanted and replaced on (B)(6) 2021. It was noted that they could not achieve csf flow at any stage of the catheter removal, i.e. At disconnection from pump, at cut of catheter at connection, cut at spinal entry, and that they assumed the catheter was blocked. It was indicated that the replacement device resolved the event. The explanted catheter would be returned. No further complications were reported or anticipated.